Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they loaded a new alcohol reagent lot number m104264 onto the unicel dxc 800 synchron system, calibrated it and ran quality control (qc). Customer reported that calibration passed and qc was within specifications. Customer reported that they ran samples and 3 patient samples recovered suppress low. Customer reported that they re ran those 3 patient samples on the other dxc( ID (B)(4)) that had alcohol reagent lot number m102182. Customer reported that those three patient samples that were ran using dxc (ID (B)(4)) and reagent lot number m102182 recovered low but not suppressed. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that all the other chemistries were recovering within the lab specification. There was no report of any adverse event or injury requiring medical intervention or patient treatment.